Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. It was reported that the patient hadn't been recharging and the rep suspected the ins was overdischarged. The patient stopped charging for a while and met with a rep to show the hcp why they had difficulty charging. It was painful at the pocket while the patient recharged. The patient said the only time it doesn't hurt to recharge is when they are standing. The patient said the issue started since implant. The patient also lost weight and the device was pushing against his muscle tissue. The patient wanted to discuss a revision. The rep was instructed to charge to 25% and clear the por when the ins is 25% charged. Additional information received from a manufacturer representative (rep). It was reported that the battery was being revised on (B)(6) 2019. No further complications were reported.